Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that after the first treatment pass, the high velocity waterjet failed to fire. When the treating surgeon pressed the treatment pedal, nothing would occur. The hydros robotic system generated e202, e206, and e436 errors which could not be cleared. The treating surgeon subsequently decided to abort aquablation therapy due to the reported event. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The hydros handpiece was returned for investigation. The treatment log files were reviewed and confirmed the reported failure of e202, e206, and e436 errors. During functional testing, an e202 error triggered upon docking and could not be cleared, confirming the reported failure. The hydros handpiece was then disassembled and it was observed that the flex cable was disconnected from the pcb on the encoder carriage assembly due to missing adhesive on the flex cable port. The flex cable was reconnected and a full mock aquablation was performed successfully. The root cause was determined to be a manufacturing related issues. The reported issue is being addressed through procept's quality system. A review of the device history record for hy1000t-us/serial number: (B)(6) was conducted, which confirmed that there were no non-conformance's, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. A review of the device history record for hydros handpiece/lot number: 24c04847r1 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The current user manual um0401-00 rev. D, hydros robotic system user manual, us, english was reviewed. Table 5 error messages. Um0401-00 rev d states the below in table 5 error messages for e202, e206. System alert: 1. Release foot pedal. 2. Click ok to clear alert. 3. If alert persists, check status panel. 4. Reconnect or replace component if needed; may require realignment and replanning if issue persists, call procept biorobotics. For e436. System alert: 1. Release foot pedal. 2. Click ok to clear alert. 3. If alert persists, reboot system; system will try to continue at current step if issue persists, call procept biorobotics. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.